Event description:
It was reported that the customer received the compromised force sensor system alarm on the insulin pump and that the insulin pump was not working. The customer's wife stated that the customer had already changed the infusion set, reservoir and insulin. The customer's blood glucose was 186 mg/dl. Troubleshooting was done. The customer's wife stated that the insulin pump was not dropped or bumped. The customer's wife expressed that the drive support cap of the insulin pump was sticking out. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. The customer was also unable to upload to carelink. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump was able to download to care link properly. However, several a47 alarms were found at the alarm history due to a corrupted history file. The insulin pump has minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.